Event description:
Information received by medtronic indicated that the inpen was broken. Customer reported that black disc broke off the injection foot. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Battery life remaining: 11 months per visual inspection: missing injection foot. Cap does not fit securely to inpen. Customer reports: reporting that at the end of the plunger, disc just broke off. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. However, inpen received with broken off / missing injection foot. The injection foot is a snap-fit component and can be removed with lateral force. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. The customer complaint of missing injection foot was confirmed.